Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate the iabp and reported that the customer noticed ¿low helium¿ messages shortly after the helium tank was replaced. The fse found that the o-ring on console connector was broken. The fse replaced the o-ring and was able to verify that there was no helium leak. The fse performed all functional and electrical safety tests. The iabp was able to pass all tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The circumstances under which this event occurred is unknown. However; no patient involvement or adverse event was reported.